Event description:
This notification is being reviewed due to a user of rep dreamstation auto bipap stating he receive a letter about the replacement. Patient don't want a replacement because he is terminally ill. Customer requested no more communication from us. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a serious injury.